Manufacturer narrative:
(B)(4). Patient was originally implanted sometime in (B)(6) 2016. Device malfunctioned intra-operatively and was not implanted / explanted device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery of trochanteric fixation nail advance (tfna) implants the surgeon had difficulty extracting the distal portion of the broken nail. Surgeon was able to remove the distal portion of the nail using the tfna nail extractor, extractor hook and the t-handle chuck. When implanting the new tfna (14mm/130° titanium cannulated 380mm/left - sterile) the driving cap cross threaded into the hybrid insertion handle. Cross threading obstructed lateral views of the hip and delayed locking of the helical blade. The connecting screw would not retain on the ball hex screwdriver, falling onto the floor. The t-handle chuck bent making it difficult to advance and retract the 2.5 reaming rod. The surgeon also stated that during the revision a locking screw depth gauge gave false measurements, requiring a screw to be removed and replaced for a correct length screw. This complaint involves five devices. The revision of the trochanteric fixation nail advance (tfna) nail (12mm/130° titanium cannulated 170mm - sterile) that broke eight plus weeks postoperative. Patient was implant sometime in december 2016. X-rays were taken 8 plus weeks postoperative. All other explanted hardware was fully intact. This part of the complaint is captured in (B)(4). Concomitant device reported: nail (part # 04.037.459s, lot # unknown, quantity 1), ball hex screwdriver (part # unknown, lot # unknown, quantity 1) , reaming rod (part # unknown, lot # unknown, quantity 1) , locking screw (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
After the manufacturing investigation of the returned devices, the initially reported concomitant device 5.0 mm ti locking screw is determined as the complained device. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was delayed by 120 minutes and required additional x-rays to be taken.